Event description:
It was reported that during a cholecystectomy procedure, there was a note on the device that stated "handle sticks". No additional information is available. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results for the el5ml device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.